Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19. It is not known if repeat or confirmation testing was performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation complete: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1032993 with abbott diagnostics scarborough's limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. All tests performed as expected with no false positive results observed. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1032993 and test base part number 190-430 / lot 1032993. Quality control release testing met specifications with no false positive (third party control failure) results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing as expected. In conclusion, the retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the dates and time of testing were not provided, and the logfiles could not be reviewed. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.